Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: based on the review conducted, there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 38 mg/dl. The cause was unknown. Reportedly, the customer required assistance from the nurse to treat low bg. Customer was given orange juice and was under observation until customer became alert. Recommendation was made to consult with healthcare provider regarding diabetes management.